Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated they have bolused twice, but their blood glucose would not lower. The customer's blood glucose was 428 mg/dl. Customer treated their blood glucose with manual injections. The customer stated they were having trouble breathing due to their high blood glucose. It was also found the customer's drive support cap was protruded during troubleshooting. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No damage was noted on the drive support cap. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.